Manufacturer narrative:
(B)(4).

Event description:
It was reported "system error 10. Door appears closed and paper not overtly jammed. Screen reset attempted. Red "x" initially cleared from screen. System error 10 re-issued. The user noted the printer compartment was wet". To continue therapy, the console was swapped out. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "system error 10. Door appears closed and paper not overtlyjammed. Screen reset attempted. Red "x" initially cleared from screen. System error 10 re-issued. The user noted the printer compartment was wet". To continue therapy, the console was swapped out. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation were the ac3 recorder assembly, the sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the recorder assembly was performed and noted residue/corrosion on the recorder assembly electronic components. No other abnormality was noted. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "system error 10" is confirmed. Upon receipt of the returned recorder assembly, the electronic components on the pcb were noted damaged with corrosion, which can cause the reported issues. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged recorder pcb components. The most probable root cause is the contact with liquid coming into the top of the recording assembly pcb. No further action required at this time. This will be monitored for any developing trends.